Manufacturer narrative:
This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion certified service technician was able to verify the customer's reported issue. Visual inspection revealed component jp4 of power flex is damaged. Pin 2 of jp4 is burned. Visual inspection of pigtail adapter reveals pin 5 has burn marks. The service technician replaced power flex and scrapped ac power adapter.

Event description:
The customer reported model palmtop ventilator revel a burned lemo connector. The ac power adapter also shows burned marks. At this time is unknown if there was any patient involvement associated with the reported issue.